Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer requested assistance from tandem technical support with suspending a bolus due to entering an incorrect value. Tandem technical support educated the customer on the pump bolus features. The customer acknowledged the information and terminated the call. There was no reported impact to the customer's blood glucose level.